Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for detached bypass tube since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2021-00211.

Event description:
The user facility reported that when they opened the angio-seal package the anchor was already outside the bypass tube and the device never made it inside of the patient. A second device was opened with the same issue. The patient was stable with no issues. The procedure outcome was successful. Additional information was received on 26mar2021. The devices were not used once the issue was noted. A new angio-seal device was open and used for the case with successful closure. The patient is doing well with no issues.